Manufacturer narrative:
Continuation of d10: product ID: 8596sc; lot# serial#: (B)(6); implanted: on (B)(6) 2020; explanted: on (B)(6) 2022; product type: catheter; product ID: 8596sc; lot# serial#: (B)(6); implanted: on (B)(6) 2022; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown morphine (5mg/ml at 0.78mg/day) via an implantable pump. The indications for use was chronic pain. It was reported that the patient had a catheter access port (cap) study on (B)(6) 2023 and was unable to get cerebrospinal fluid (csf) flow. The patient felt they were going through withdrawal. The healthcare provider (hcp) brought the patient to surgery and disconnected the catheter at l2-3. The hcp then accessed the pump and injected preservative free saline at the cap and the cut segment was patent. The catheter was reconnected. The cap was aspirated with good csf flow from the cap. The patient's spinal catheter was a flowonix catheter. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight asked but unknown. The patient status was alive with no injury.